Event description:
Radiologist while performing breast biopsy procedure, the device was cocked 3 times but the device did not catch - 2 samples were retrieved from the patient, but additional samples were needed, attempts were made the device failed was taken off the field new device obtained and worked correctly.